Event description:
It was reported that the patient presented with pocket cellulitis which was medicinally resolved. The patient later returned with back pain and a fever. A rash developed on the patient's lower extremities and placed on antibiotics. A culture tested (B)(6) for (B)(6) and staphylococcus aureus bacteremia. The implantable pulse generator (ipg) and pacing lead were removed. No further patient complications have been reported as a result of this event.